Event description:
It was reported that the customer went to the emergency room (ER) due to a blood glucose (bg) level of 350 mg/dl. Reportedly, customer was using novilin r for insulin therapy. Bg was treated via intravenous insulin and saline. Reportedly, customer left the ER 7 hours later with the issue resolved and no permanent damage.

Manufacturer narrative:
Per tandem user guide: do not use any other insulin with your system other than u-100 humalog or u-100 novolog. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.